Event description:
Male patient in early 30s presented as level 2 trauma at (B)(6) hospital. Patient was pinned against a wall by front-end loader on construction site for approximately 10 minutes. Initially showed no signs of hypotension. Patient was taken to CT but became hypotensive and was instead taken directly to the or. Sbp measured at 65. Measured ER-reboa¿ catheter for zone 1 placement at 46 cm, inserted to 42 cm via left femoral access site. Inflated balloon for approximately 6 minutes while tying off mesenteric artery and stapling off a large portion of bowel, approximately 142 cm. Sbp increased to 143. Balloon was taken down and sbp stabilized around 120. Balloon was inflated one additional time for approximately 3 minutes for unknown reasons. When the sheath and catheter were ultimately removed there was very little pulse felt in left leg. Surgeons performed a thrombectomy which returned the pulse to the left leg. Patient was taken to ICU. Days later, left leg condition declined and an above-knee amputation was performed. In addition, patient's bowel worsened and approximately a week after initial surgery a total colectomy was performed. Patient is currently alert and alive. Prytime medical's chief medical officer, dr. (B)(6), md, facs, trauma surgery, contacted the chief resident, dr. (B)(6), who participated in this case to gather additional details in order to make an educated MDR decision. The additional details below were gathered during his inquiry. Patient had suffered from a blunt transection of his superior mesenteric artery - dr. (B)(6) (prytime) indicated that this is a very severe injury with a high mortality rate by itself. No other obvious injuries to patient's extremities. ER-reboa¿ catheter was placed in the operating room (or) via cutdown to the patient's left cfa. Dr. (B)(6) described the patient's cfa as very small catheter was in place for less than an hour and introducer sheath approximately the same duration at conclusion of case, the patient had a thrombectomy of the left femoral artery and a fasciotomy of the left lower extremity indicating physicians were very concerned about distal blood flow dr. (B)(6) indicated that he believed reboa shouldn't have been performed - patient was already in the or and they should have instead clamped the aorta at the diaphragm. He believes that the ischemic complications leading to the above knee amputation of the patients left leg are a direct result of the ER-reboa¿ catheter and introducer sheath being placed in a vessel likely too small to accommodate a 7 fr device. Total colectomy is considered unrelated to the use of the ER-reboa¿ catheter. Ischemic injuries are a known complication associated with the use of the ER-reboa¿ catheter, as well as reboa procedures in general, and is indicated in the ER-reboa¿ catheter instructions for use under potential adverse events. Additionally, the ER-reboa¿ catheter is contraindicated for patients that do not have a femoral arterial access site that can accommodate a 7 fr introducer sheath. Drs. (B)(6) were unable to ascertain a single root cause for the patient's outcome, however the use of the ER-reboa¿ catheter, size of the patient's left femoral artery, duration of the procedure, and patient's collective injuries are all considered contributing factors to the resulting ischemic injury and above-knee amputation of the patient's left leg. No malfunctions of the ER-reboa¿ catheter occurred during this procedure.